Event description:
It was reported the stylus will not calibrate. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the stylus was not aligning with the cursor and would not calibrate. Overlay/bezel assembly found out of electrical specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.